Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered for high rate-non sustained episodes, sensing integrity counter (sic). It was also reported oversensing on right ventricular (rv) lead resulting in noise and inhibition of pacing. Additionally, possible inappropriate high volage therapies for what appears to be over sensing possibly due to left knee amputation operation that the patient was having. The healthcare professional confirmed that the patient had left knee amputation operation on the same day that appeared to correlate with the noted noise, sensing and pacing issues. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead integrity alert (lia) triggered for high rate-non sustained episodes, sensing integrity counter (sic). It was also reported oversensing on right ventricular (rv) lead resulting in noise and inhibition of pacing. Additionally, possible inappropriate high volage therapies for what appears to be over sensing possibly due to left knee amputation operation that the patient was having. The healthcare professional confirmed that the patient had left knee amputation operation on the same day that appeared to correlate with the noted noise, sensing and pacing issues. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in follow up. No further shocks were observed. The hcp confirmed the shocks were c onsidered inappropriate due to noise from the left knee amputation operation. The incident was reported through the midas patient safety reporting to re-educate the operating room staff on the use of magnets for disabling therapies for surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.